Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The irregular appearance was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during intervention, the physician noticed that the tip of the 014 bmw hydro guide wire was damaged. Another identical 014 bmw hydro guide wire was used and had the same tip damage. There were no patient effects or significant impact to the patient. No additional information was provided. Returned device analysis for part 1 revealed there were pieces of teflon coating on the tip of the guide wire.